Manufacturer narrative:
Product analysis: analysis confirmed the reported error, there were also other errors present in the logs. The main printed circuit board (pcb) was replaced. It was also noted that the red display wire was pinched, and the insulation was compromised. The upper and lower cases were dented. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was pacing a patient when it stopped working. The patient's heart stopped and chest compressions were provided until another epg could be attached to pace the patient. It was also reported that the epg displayed an error. The epg was returned for service. No further patient complications have been reported as a result of this event.